Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis evaluation. The instrument was found to have blade damage. One of the blade edges was indented, which prevents the blades from closing and cause energy recognition failures.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted stoma procedure, the plastic tip with the white teflon pad of the harmonic ace instrument was found to be damaged on the screen, so the instrument was replaced with a backup harmonic ace. During instrument removal, a fragment fell inside the patient and was not retrieved. An x-ray was performed however no result was provided. The instrument did not collide with another instrument during the procedure. No additional surgical procedure was performed.